Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, the surgeon used a synflate medium balloon. The surgeon attempted to insert a second balloon but it was not possible. The surgeon stated that the diameter of the access needle is way too small and that this is a design error. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. : placeholder.